Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient recently started using the ilet and experienced a low blood glucose episode during training, after which emergency medical services were contacted; the patient was advised by customer care to consume fast-acting carbohydrates before a meal and later confirmed a measured blood glucose of 80 mg/dl while remaining coherent, with no device alerts or alarms reported. Symptoms included hypoglycemia without loss of consciousness. Outcomes included no hospitalization, no medical or surgical intervention beyond self-treatment with oral carbohydrates, and no long-term impairment. Investigation included a review of device-use history and user education on hypoglycemia management. Investigation of this case revealed no device malfunction reported and user factors related to hypoglycemia treatment timing. It was concluded that the event was consistent with hypoglycemia of unclear cause with no evidence of device failure and that user education on treating low glucose was reinforced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.